Manufacturer narrative:
Device malfunction is suspected but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated pt was "not feeling stimulation at all." No reports of trauma or damage to the vns therapy system were received. No diagnostic results have been done to date to confirm device functioning. The reported event indicates a possible device malfunction.